Manufacturer narrative:
On 6/13/2018, mentor became aware that the patient's date of birth was (B)(6) and that the date of event was 6 months after the implantation date, 2018. Mentor also became aware that the patient's age at the time of event was (B)(6). In addition, mentor became aware that the date of explantation was (B)(6) 2018. Mentor also became aware of the following updates: it was reported (via FDA medwatch) that a (B)(6) year old female patient who underwent breast prostheses implantation with mentor saline implants for unknown indication on (B)(6) 2017 experienced health problems that began 6 months post implantation. She reports having all the symptoms of breast implant illness and issues with her stomach, liver, and mood. She reported fatigue, fogginess, bilateral breast pain and skin lesions, and neck, back and joint pain. The patient had several ultrasounds, mris and biopsies. The patient's imaging testing revealing bilateral breast masses. No malignancy was reported. The patient also presented with infection in november 2017, which was treated with several antibiotics. The patient underwent first lumpectomy on unknown date and second lumpectomy on (B)(6) 2018 with implant removal, breast lift, and fat grafting. The patient reported that her symptoms are not resolved post implantation. No device issue such as rupture was reported. Several attempts were made to obtain additional details regarding this event, and all available event details were reported here. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(4) 2017 experienced problems with saline implants. The patient reports she has had several ultrasounds and mris which indicate 3 tumors, inflammation, infection, and recently, another tumor. The patient report she has had a lumpectomy without successful relief. She reports having all the symptoms of breast implant illness and issues with her stomach, liver, and mood. She reported fatigue, fogginess, and pain in her breast, neck, back and joints. The patient is continuing to seek medical care and diagnostic testing. No device issue such as rupture was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.